Event description:
Caller states the patient tested 5.2 inr on coaguchek xs system 1, and 5.5 inr on coaguchek xs system 2 while a comparison lab returned as 3.81 inr. No actions taken based on the device results. No adverse event reported. Requested return of suspect system, however the test strips were not returned.

Manufacturer narrative:
The event occurred in italy. This medwatch report is for the suspect device used in system 2 (lot number 219242, expiration date 11/30/2014). Reference medwatch report with patient identifier (B)(6) for the suspect device used in system 1. Device will not be returned to manufacturer.